Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the farawave was inserted to faradrive, and bubbles where seen during the flushing process. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath isn't expected to return for laboratory analysis.